Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, entire drawer was failed and not connected to the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station previously displayed row board errors for the main drawer 3.1. A field service engineer reseated the row board cables at the drawer board, along with both ends of the retractor bands for drawers 3.1 and 3.2. The customer was able to access multiple medications without any issues. All drawers tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, entire drawer was failed and not connected to the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.